Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's implantable pulse generator (ipg) had reached end of life causing loss of therapy. The patient underwent an ipg replacement procedure and the explanted ipg will not be returned.